Event description:
It was reported that the extendable/retractable helix on a defibrillation lead would not retract, during the implant procedure. The lead was removed and returned. No patient complications were reported due to this event.

Event description:
It was reported that the extendable/retractable helix on a defibrillation lead would not retract, during the implant procedure. The lead was removed and returned. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor was found distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix mechanism. Damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.